Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead consulted the emergency department due to recurrent episodes of syncope. Device interrogation showed an increase in pacing thresholds, from 2.2v @ 0.6ms to 5.5v @ 0.6ms in the bipolar configuration. Loss of capture was observed in the unipolar configuration. Pacing impedance measurements were within normal range. The cause of the change in thresholds and loss of capture were not determined; a lead revision was performed where this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was discarded at the facility.